Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that a patient presented in hospital with chest pain. Upon interrogation, the right ventricular lead was suspected for perforation through the heart tissue. It was also noted that the lead exhibited high threshold, high pacing lead impedance, and a drop in r-waves. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.